Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the cobas wnv assay was performing within specifications. A review of the data provided by the customer indicated that the assay's positive and internal controls were robust and sigmoidal, confirming proper assay functionality. The CT value of 36.14 observed for the reactive result was consistent with samples at lower concentrations than the stated 6xlod. Additionally, no issues were identified during the qc release data review, and no systemic issues were observed for the reagent kit lot: k00402. The most likely root cause of the unexpected non-reactive result was determined to be sample-specific, potentially due to the sample not being prepared at the stated 6xlod concentration.

Event description:
The initial reporter alleged an unexpected non-reactive result for west nile virus (wnv) when using the kit cobas 6800/8800 wnv 96t ivd assay on a cobas 8800 instrument. The sample in question was stated to be at a concentration of 6 times the limit of detection (6xlod) and was used for validation of the instrument. The sample was repeated on another cobas instrument, where it generated a reactive result as expected.